Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. Auto mode feature activated properly. No calibration not accepted messages noted. No button press anomalies, missing segments/partial display anomalies or screen anomalies noted during testing. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and peeling end cap address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the screen began to lose its display overtime. The device still functions, however, it is difficult to read the screen. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis in storage mode.

Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.